Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified an incidental finding of frayed and exposed wires on the power supply cable.

Event description:
This report is to advise of an event observed during analysis confirming frayed wires of the power supply cable.